Manufacturer narrative:
Continuation of d10: 383069 lead, dtpb2d4 crt-d 5076-52 lead; implant date (B)(6)2024; explant date (B)(6)2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two months post implant, both the right ventricular (rv) lead and right atrial (ra) lead displayed diminished sensing, undersensing, and capture could not be confirmed. The rv lead exhibited oversensing, a sudden increase in pacing impedance, high capture thresholds, and a lead integrity alert (lia) occurred due to high-rate non-sustained episodes and pacing impedance variation. In addition, the left ventricular (lv) lead had possible high thresholds. It was noted that all of the leads dislodged due to twiddler's syndrome. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.